Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance right after the device was implanted. Technical services suspected that the cause to be either under insertion or the ring conductor fracture. This system remains in service and no adverse patient effects were reported.